Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value below the desired amount. The specification limit for this pump is +/-5%. The pumphead was replaced and the device was returned to the customer fully operational.